Event description:
The company that I work for received several hundred masks presuming that they were authorized ffp2 masks from a (B)(4) manufacturer. The masks began to fall apart and straps were breaking on many masks. Upon closer inspection, the masks are not labeled with any appropriate markings and the manufacturer is not listed in appendix a of the eua nor are they registered on the FDA database. The manufacturer is jiangxi bei huan industry co., ltd. FDA safety report ID# (B)(4).